Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room with indigestion and nausea, several auto mode switching episodes due to far field r-wave oversensing on the atrial channel were observed. Device check was otherwise fine. Programming changes were made. No further information is available at this time.